Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to being unable to power the device on. Service evaluation verified this condition. The cause was identified to be burn damage on the input/output board and rear case which prevented the device from powering on. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device heat damage was identified on the input/output board and rear case. No additional information is available.